Event description:
Additional information was received which indicated this rv lead was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported.